Event description:
This spontaneous case was reported by a nurse and describes the occurrence of device dislocation ("pelvic ultrasound for patient and could not identify the coil on the left side") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("she was having severe menstrual pain more so on the left"), abdominal pain lower ("pain in left lower quadrant") and pelvic pain ("intermittent pain throughout the month"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain lower and pelvic pain had not resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea and pelvic pain to be related to essure. The reporter commented: patient did not received any treatment. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: could not identify the coil on the left side. Essure was identified on the right, but not the left. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.